Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 06/06, inratio 2.0, lab 10 (one day later).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 06/06, inratio 2.0, lab 10 (one day later), mean 6.0, confidence limits cannot be determined. Per internal procedure, the calculated mean of the inratio meter and comparative system inr were calculated. The mean >5.0 and difference between inr's is >2.2. Returned products will be investigated.